Event description:
End-user stated that medical attention was sought on (B)(6) 2021 around 11:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 50mg/dl. A normal result for her for that time if day is usually around 159mg/dl. End-user stated that she called her dr office and she was told to go the emergency room. End-user then stated drove herself to (B)(6) located at (B)(6). The end-user stated that when she arrived at the hospital her blood glucose was tested, and they received a result of 179mg/dl. End-user does not recall what treatment she received and was at the hospital for 1 hour. End-user stated that she wasn't given any discharge instructions. No further information was provided.